Event description:
The clinician reports the implant was inserted 2025 in ada 24. On 2026, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.